Manufacturer narrative:
Concomitant medical products: catalog #00596404212, nexgen lps-flex articular surface, lot #62856253; the following products were manufactured by zimmer (B)(4): catalog #00597206535, nexgen all poly patella, lot #62735537; catalog #00598604702; nexgen stemmed tibial component, lot #62855732. This report will be amended when our investigation is complete.

Manufacturer narrative:
These devices are used for treatment. A product history search revealed no additional complaints against the related part and lot combination. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any patient infection. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that patient was revised due to infection.